Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and high-rate non-sustained episodes. The rv lead was oversensing noise on bipolar vector and short v-v intervals were noted with patient arm movement. Lead fracture was confirmed on the ring electrode and the lead therapy was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.